Event description:
The lead was explanted when a drop in sensing and an increase in impedance were observed. A lead anomaly was suspected.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported event. The lead exhibited normal electrical characteristics. Normal lead impedance was measured. Mechanical and visual analysis found dried body fluid/tissue inside the header and inside the distal insulation/coil, preventing helix actuation. The ensuing resistance may have resulted in an over-torque condition. There was no indication of defects in materials or workmanship.